Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 230 mg/dl and 110 mg/dl. Customer drank grapefruit juice in response to the reading of 110 mg/dl; no low symptoms reported. No adverse event reported. Requested return of suspect device; however, customer no longer has strips. Replacement was sent.